Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the front panel indicators were also inactive. The fse recommended that the customer replace the power supply. The customer requested onsite support. The fse replaced the power supply and the issue was resolved. The device passed required testing and was returned to service. Conclusion: it is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the system would not power on. It is unknown if the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.